Event description:
Dreamstation 2 caused next day, immediate, persistent dry cough. I cannot believe they are still out there. "Profanity". Replacement dreamstation 2 caused immediate and persistent, nagging dry cough.